Event description:
When device was opened, a sticky substance was found on it when removing it from the plastic casing. The sticky substance is covering most of the grey handle part of the device.there was no patient involvement. Manufacturer response (as per reporter) for endoscopic vessel harvesting system, vasoview 7xb.pending.